Event description:
It was reported that patient received alert for non-sustained lead noise episodes. The alert was noted on a stored egm and was caused by a mismatch between the near field and far field sensing channels.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.